Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The housing was removed for inspection and the instrument was found to have the conductor wire broken at the proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image/video investigation required as no image or video clip for the reported event was submitted for review. Based on information provided at this time, the complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although the customer reported complaint does not constitute a reportable event, the broken conductor wire found during failure analysis could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had no power. The customer attempted to replace the instrument cable three times; however, the issue was not resolved. A backup instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.